Event description:
A hxdrivr-2.5 ao and hxdrivr-3.5 ao were flashed in an autoclave in central sterile due to a hole in the sterile wrapping. The scrub tech noticed upon opening the tray for post-sterilization inspection, that both drivers had epoxy coming off after sterilization. The tray was a loaner tray, the surgeon stated that this incident was not an issue for them as the drivers were not used in surgery and they felt that this incident did not negatively affect the patient's health or delay surgery.